Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. As such, surgical intervention took place on (B)(6) 2021 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.